Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's also had blood glucose of 288 mg/dl, current blood glucose is 404 mg/dl and customer did not use the bolus wizard will treat it manually. The customer declined further troubleshooting on insulin pump for reported issue. It was reported that the customer advised that insulin pump reading was low and suspended or tested with meter and they were high. It was reported that customer had to treat but due to insulin pump being suspended due to sensor under reading customer advised of calibrations not accepted. The insulin pump will not be returned for analysis.